Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was observed to have a broken tie wrap for the display cable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the cable tie (0125-00-0028). The fse completed the pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
N/a.